Event description:
Baxter (B)(4) received a report that a 250 ml/hr intermate underinfused during patient use. A volume of 110 ml was infused over the course of 90 minutes rather than 26.4 minutes. This implies a 73.3 ml/hr flow rate, which is 29.3% of the expected flow rate. The device was filled with a 110-ml solution containing cotrimoxazol in 0.9% saline. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. The reported condition of an underinfusion was not confirmed. Upon sample receipt, visual inspection noted that the reservoir had ruptured, which was also reported by the customer and is being addressed in report number 6000001-2012-11140. Therefore, a functional flow test could not be performed in order to verify the reported underinfusion problem. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.